Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an out of calibration door. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The out of calibration door was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the door was calibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a follow up report will be submitted.